Event description:
It was reported that the pt underwent a spinal procedure to implant interbody device and posterior fixation system at l4/5. The implant was inserted and cracked during insertion using inserter. It is unclear the extent of the crack. The stability is believed to be good and it was opted to close the pt. No plans for additional follow up outside routine surgical follow up. No pt complications reported.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.